Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got a reading of 274 mg/dl at 6:13 am on (B)(6). Within ten minutes, customer got a reading of 105 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.